Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The surge suppressor printed circuit board was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system is down and will not function. No pt injury was reported.